Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon asked the nurse to open an endoscopic rotating multiple clip applier for the sealing of the cystic duct and artery. The nurse handed him a new device but as the surgeon fired the clip the firing handle was slow to discharge the clip, and the clip flew out of the device without closing properly. This happened several times. Unfortunately, the nurse opened another same device from the same lot and the same problem reoccurred. The whole lot seemed to be faulty. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? From the very first firing of the device. Was the clip fully advanced into the jaws prior to firing? Yes, the nurse handed him the device with the clip ready. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes, resistance was felt as firing handle was released. Were any unexpected noises heard? If so, when? No noises. Did anything unexpected happen prior to this incident? No. The analysis results found that the instrument (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it fed 10 conforming clips and ejected 2 clips. Finally, it locked out as intended. The analysis results found that the instrument (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it fed 7 conforming clips and ejected 3 clips. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # g9lt39. Expiration date: 11/2016. Manufacturing date: 12/2011. Conclusion: 47